Event description:
The implant malfunctioned due to dropping from the implant driver.

Event description:
The implant failed due to failure to osseointegrate.the initial report did not have the correct event type documented, thecorrect event type, serious injury, is provided in this follow-up report

Manufacturer narrative:
The initial report did not have the correct event type documented, thecorrect event type, serious injury, is provided in this follow-up report